Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2024 and suture was used. It was reported that while closing the subcutaneous of five total knee replacement procedure that the suture feels like it is a "popoff" and the needle comes off the suture at the swedge. Two of the procedures did not need additional suture to complete the procedure but three of them needed to open a second device to finish. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: can you identify the lot number of the product that was used? Tkbdea. ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4)- lead nurse. - also met with and spoke to sa¿s in the room. ¿ please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Part 1 of shipper kit has been returned. Second part shipper kit was delivered today. Will ship out tomorrow. H3 investigational summary: the product was returned to ethicon for evaluation. Five used needles were received for analysis. The visual assessment of the needles noted that the swage and attachment area were observed as expected. However, marks that appear to be caused by a surgical instrument were observed on the body of the needles. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the sutures were not returned for evaluation to determine the assignable cause.